Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced ¿uncomfortable feeling in the chest¿ when the tubing of a life2000 device disconnected. The patient noted the combo tubing was not connected to the breathe pillows interface. The patient reconnected the tubing and their symptoms resolved. Additionally, the patient using the life2000 in bed with an unspecified sleep apnea device. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: h6 and h11. H11: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.